Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is without stimulation on her right side. An sjm rep met with the pt and confirmed all contacts are valid. X-rays did not reveal any anomalies. Surgical intervention is planned for a later date to address the issue.